Event description:
"Physician phoned me because during a follow-up, she saw an episode with a shock. She thinks it is an unappropriated shock (svt), but she asked me about what changes in programmation would we recommend her (she sent me some pictures). I have contacted technical support, but they need the session record. As soon as we have the session record, we will send it to technical support and we will recommend her the new programmation. I have asked for the serial number and model number but the physician didn't know. As soon as she knows it, she will tell me."